Event description:
Customer alleged, the lancet needle did not retract after firing in the softclix. The customer reported no accidental sticks. Device was discarded and is unavailable for return; replacement sent.